Event description:
The salute fixation device is intended for fixation of prosthetic material. The surgeon was preparing for a case or demonstration and felt that the actuation was difficult. The sales rep was called in and found that the instrument had a small piece of wire lodged behind the forming island. When sales rep loaded a disposable implant cartridge and fired it, the actuation was more difficult than normal, and only straight wire was deployed.